Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure the helix of the atrial lead would not retract. The lead was removed to check the lead tip. The lead was pulled but it seemed to be caught by tissue. The lead body was rotated counterclockwise and the lead was able to be explanted. Some pieces of tissue were confirmed on the lead tip. Another lead was implanted. No patient complications have been reported as a result of this event.